Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2009, due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, elevated metal ion levels, loss of range of motion, metal poisoning and metallosis. A review of invoice history confirmed the initial surgery date. Invoice history revealed the revision procedure was on (B)(6) 2009 and that the modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿tissue reactions or allergic reaction caused by accumulation of metallic debris in and around the acetabulum." Number 15 states "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03802 / 03803).